Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 400 mg/dl and 350 mg/dl. The customer treated high blood glucose level with bolus and manual injection. The customer also reported that the cannula was bent. Returned for analysis. The device will not be returned for analysis.